Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, recurrence of incontinence, sharp shooting pains, infection, pain in the vaginal and bladder area. The plaintiff continued to experience stress urinary incontinence and therefore another manufacturer's retropubic vaginal sling was implanted on (B)(6) 2011. Furthermore, it was also reported that the plaintiff died. The cause of death was not reported.